Manufacturer narrative:
A product complaint was recorded under reference (B)(4). At the time of reporting, the choking sensation was resolved and the cough due to throat irritation were unresolved. Follow-up info received on (B)(6) 2014, from the consumer: the patient was born in 1990. He weighed 60 kg for 182 cm. The patient had no medical history. While he was brushing his teeth with sensodyne pro email toothbrush, the patient began to choke on a tuft of bristles with a plastic bubble. The patient reported that he did not have a choking sensation but it was really the beginning of choking. He had been very afraid and he experienced important throat irritation following the event. The patient did not consult a physician. The day after the event, throat irritation had almost disappeared. On (B)(6) 2014 in the morning (inconsistent date with previous info), the events were resolved. According to the patient, the event was life-threatening as he began to choke on. Sensodyne pronamel toothbrush is manufactured in (B)(4) and neither the product nor lot number for this product was available.

Event description:
This case was reported by a consumer, via gsk manufacturer, and described the occurrence of choking sensation in an adult male patient of unspecified age who used a gsk toothbrush (sensodyne pro email toothbrush) for oral hygiene. A physician or other health care professional has not verified this report. Initial and follow-up info received respectively on (B)(6) september 2014 was processed together. Medical history and concurrent medications, if any, were unspecified. In (B)(6) 2014 (about nine days before reporting) the patient started to use sensodyne pro email toothbrush (batch unk) to brush his bottom teeth twice per day for three minutes. On (B)(6) 2014 , while the patient was brushing calmly his teeth with sensodyne pro email toothbrush, a little tuff of bristles (held together by a plastic bubble) came off the toothbrush which led to near choking. The patient's father gave him a strong tap on his back which enabled to regurgitate the piece. The patient reported that if he had been alone he could have suffocated. The patient then had a cough due to the throat irritation caused by the reported episode.